Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported there were high impedances on both leads and one lead was fractured. To address the issues, patient underwent surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced. Effective therapy was restored post-op.